Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During visual inspection of the device, the service team found damage to the aux connector not consistent with typical use. The aux connector was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complaint alleged that while attempting to treat a 74-year-old female patient, the device displayed a "pace defib device failure" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.